Event description:
Information was received from a patient's representative regarding an implantable neurostimulator (ins). The caller reported that contact 8 on the right lead was discovered to be broken on implant date. The patient was told they should never have an MRI because of that. The caller stated that the patient has 4 contacts on that lead (8, 9, 10, and 11), so the doctor decided to use contacts 9 and 10 since those were in the "sweet spot." The caller stated that the dbs therapy had been helping to control the patient's movement until the day after the patient's baclofen pump was replaced on (B)(6) 2022. No allegations were made regarding the baclofen pump; the caller said it was replaced because the "battery was due." Caller stated pump is not related and was checked out, everything was fine.  Patient is non-verbal , but can show expression and has been complaining about headaches. They were wondering if headaches could be from the anesthesia because patient has always had a problem after surgeries prior to dbs the caller noticed the patient had a little movement on the left side of their body the day after the pump was replaced, then they noticed much more movement the day after that. The patient went back to the hospital on (B)(6) 2022 to address the issue. Upon arrival at the hospital, the neurosurgeon placed their interrogation device on the patient's ins and tried to change some programs, but they accidentally increased the voltage "too high, too fast" and the patient's whole body just seized up like nothing the caller had seen before; the caller said it was like a "frickin' stroke" and they thought every blood vessel in the patient's face was going to pop. When the neurosurgeon interrogated the ins, they told the caller that another contact was damaged on the right lead. The neurosurgeon told the caller that they could not use that contact and would have to program around it. However, they could not get the patient's movements to stop. The next day, the patient's neurologist visited the patient and told the caller that the contact was not broken and it was just fine. The ne urologist told the caller that contact 9 was no longer playing nice with contact 10, there were impedances, which was what they thought was causing the patient's movement. The neurologist told the caller that contact 9 could still be used by itself. The neurologist also assured the caller that the patient could have an MRI because they wanted to see if the leads had moved. One dr said it was broke and a different contact would need to be used but then another dr came in and said its not really broke. However, the MRI tech would not allow the patient to get an MRI because of the broken contacts. The caller said the patient spent 12 days in the hospital trying different settings/programs, but none of them worked. As a result, the patient's doctor loaded them up with medication, but the medications don't work. The caller said the ins obviously isn't working optimally because the patient is still moving, and the medications aren't working.  Only left side of body is effected. (B)(6) 2022- grand mal seizures they tried many different settings and some settings made it worse and then patient started having grand mal seizures ( 7 in a short time) after one of the settings and patient had to take seizure meds. ( dr made charges at 1:00 on oct 21 and then about 45 min patient started with grand mal seizures. Patient rep was told it may be just the patients condition progressing. They kept tryin to charge dbs settings , patient didn't have another seizure and was loaded up with kepra. Meds not working, one step shy of being put back in hospital because of the movements. Patient has had xray - nothing to compare to. (B)(6) 2022- CT scan - hard to read because of artifact - this scan was compared to hospital stay (B)(6) 2020 caller working with dr's to find out what the issue is . The caller asked the neurosurgeon if the lead could be replaced, but they told the caller it's not that easy because there could be scar tissue in the area. The caller asked what they should do since the doctors had a difference of opinion. The caller also asked what the success rate was for redoing leads and if the doctor could program around broken contacts. The caller was redirected to the patient's healthcare provider to further address the issue. Agent reviewed that the doctors could consider contacting technical services for information if needed. The patient's relevant medical history included that they are a gna01 gene mutation mixed movement disorder patient.

Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, serial#: (B)(4), product type: lead; product ID: 8637-40, serial#: (B)(4), product type: pump. Other relevant device(s) are: product ID: 3389s-40, serial/lot #: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.